Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm aorta pericardial valve was treated with valve-in-valve intervention after an implant duration of ten (10) years, four (4) months and twenty (20) days due to aortic stenosis. There was no adverse consequence to the patient. Both devices remained implanted. Significant patient history: aortic valve replacement, coronary artery bypass graft, type ii diabetes, chronic obstructive pulmonary disease, chronic diastolic congestive heart failure, hyperlipidemia, pulmonary hypertension, aortic stenosis, hypertension, coronary artery disease, and ejection fraction of 50%.